Event description:
Device 1 of 2. Ref MFR. Report#: 1627487-2014-23148. It was reported the pt underwent surgical intervention for a trial lead procedure on (B)(6) 2014, due to the pt experiencing pain in the back of the head and neck. On (B)(6) 2014, the pt experienced weakness in her right side. Subsequently, the leads were pulled on (B)(6) 2014. The pt had a MRI preformed. It was also reported the pt's blood pressure was elevated postoperative. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.